Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd pump said it had 10mls left in it, but the bag actually had approximately 100mls in it. The event occurred while in use with a patient. There was no patient harm/adverse event reported.